Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The cycler was not returned for investigation and the complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Review of treatment sheets from (B)(6) 2016 revealed an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred in drain 4, where 3,281ml drained. The reported large drain of 3,281ml was 182% over the expected drain volume which resulted in a reportable device malfunction. No adverse event has been reported.